Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus stopped alarm. Customer's blood glucose value was 164 mg/dl at the time of the incident. Customer stated that the battery cap tight, the insulin pump not bumped or dropped. Customer stated that the alarm occurred more than five times per week. Customer also stated that the insulin pump had frozen screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Insulin pump was programmed with correct time and date. Insulin pump received with operating currents within specific. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus stopped alarm, frozen screens or time anomalies were noted.